Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the physician elected to move the pulse generator to a sub pectoral placement, as the patient was very thin. Post pocket revision, the patient experienced diaphragmatic stimulation. Attempts were made to program around the stimulation, but were unsuccessful.